Manufacturer narrative:
The device was not returned for analysis. The data logs were returned. The logs concur with the clinical report of early suction and poor placement signal that later remedies with the repair of the ventricular wall. Upon analysis of the pump lot, no other complaints have been made against the lot of pumps. The most likely cause of the perforation is the pump or guidewire puncturing the necrotic tissue. The definitive cause was unable to be determined as the device was not returned for analysis. Internal reference: (B)(4).

Event description:
The patient presented in cardiogenic shock to a hospital in (B)(6). The impella cp was placed for support, but shortly after placement an effusion was noted. The patient had the perforation of the lv repaired and the impella was explanted. The team placed ECMO, but the patient expired days later with multiple comorbidities. In conversation with the physician, the consensus was the .018 guidewire caused the perforation. The left ventricle wall was noted to be necrotic due to underlying cardiac co-morbidities and previous myocardial infarctions.

Manufacturer narrative:
Since the initial filing of the medwatch, the european facility returned the pump product for analysis. The pump was tested. Inspection revealed damage to the pigtail, which had been severed at the curled region. The tip of the pigtail was not included for analysis. The fracture of the pigtail was re-created in testing and the fracture was most consistent with fracture created by shears. The most likely cause of the perforation is the pump or guidewire puncturing the necrotic tissue.